Manufacturer narrative:
The near infrared (nir) handheld camera was not tested by intuitive surgical, inc. (Isi) and it was returned to the supplier.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during central processing, there was an issue with the near infrared (nir) handheld camera. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the da vinci coordinator confirmed that the following information was related to the nir handheld camera. The lens was broken/fell out of the scope after the procedure in the sterile processing department. The procedure was completed robotically. There was no injury or complications to the patient.

Manufacturer narrative:
A return material authorization (RMA) had been issued requesting to have the isi device returned; however, intuitive surgical, inc. (Isi) did not receive the RMA to confirm/identify the failure mode.